Manufacturer narrative:
Follow-up #1: date of submission 09-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: a review of the pump¿s black box and alarm history verified an occlusion alarm during prime operation and also loss of prime warnings due to the user not priming after the occlusion. During testing, the pump successfully completed the rewind, load and prime steps without any call service alarms, warnings or issues. The pump successfully completed the 12-hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The original complaint of a prime issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.